Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the locking mechanism was not holding burrs. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was not ¿holding burrs". There was about a fifteen minute delay to the surgical procedure in order to obtain an identical spare device for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.